Event description:
It was reported that the pt experienced an infection at the neurostimulator pocket incision site on (B)(6) 2011. Symptoms included drainage, pain and discomfort at the incision site. The pt was given 500 mg of ciprofloxacin twice a day and 300 mg of rifampin a day. The pt outcome was reported as resolved without sequelae as of (B)(6) 2011.

Event description:
Additional information received reported the device was explanted on (B)(6) 2011. The patient resolved without sequelae on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the lead was explanted: (B)(6) 2011 .

Manufacturer narrative:
Product ID 3093-33 lot# v565872, implanted: 2010 (B)(6), explanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer. (B)(4).